Manufacturer narrative:
Visual & microscopical evaluation of the breakage zone of both fragments. The device was chosen too small relative to the medullary canal by physician. The higher next size should have been chosen instead. Thus the bony ingrowth of the cementless device was impeded at the relevant proximal part, which is important for the performance of the device. This situation caused swinging/oscillation of the proximal stem while the small and thin end of the stem was fixed. This led to a dynamic overload of the stem and finally to the stem failure.

Event description:
Hip stem broke at the lower third of the stem length.